Event description:
It was reported via repair work order that the footend brakes would not hold due to a broken foot right brake pin guide. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.